Manufacturer narrative:
Device evaluated by MFR: returned device analysis revealed the guide wire was fractured. The distal tip, including coil wire/core wire/ribbon (ccr joint), was not returned for analysis. The high torque sleeve (hts) measured approximately 6¿. A small portion of the hts was cut back to reveal the core wire which was fractured. Analytical test results concluded that there was bending in the wire in the area of the fracture and the core wire was twisted and pulled to failure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, the guide wire tip became detached. Vascular access was obtained via the right femoral artery. Angiography was performed indicating multiple lesions to be treated. The distal left anterior descending (lad) artery was noted to be 10mm in length and 90% stenosed with pre timi-3 flow. The kinetix wire was advanced across the lesion followed by a deployment of a 2.5x12mm non bsc stent. A 2.5x8mm nc quantum apex balloon catheter was then advanced over the kinetix wire for post-dilation. The balloon was inflated 4 times ¿ 14atms/16sec, 24atms/35sec, 12atms/10sec, and 12atms/10sec. The kinetix wire was then attempted to be moved to a second lesion located in the proximal 2nd diagonal. This lesion was 40mm in length and 90% stenosed with pre timi-3 flow. While moving the kinetix from the distal lad to the 2nd diagonal, the guide wire "bounced" off the near chronic total occlusion and became caught in a side branch. The physician attempted to remove the device and the wire tip detached. The proximal portion of the wire was removed and no attempt was made to remove the distal tip as the physician felt that there was more potential for harm to try and remove it. The procedure was continued with treatment of the mid lad which included deployment of a 3.0x18mm non bsc stent, jailing the detached kinetix guide wire tip in the side branch. There were no additional patient complications reported and the patient's status is fine.

Event description:
It was reported that during a percutaneous coronary intervention procedure, the guide wire tip became detached. Vascular access was obtained via the right femoral artery. Angiography was performed indicating multiple lesions to be treated. The distal left anterior descending (lad) artery was noted to be 10mm in length and 90% stenosed with pre timi-3 flow. The kinetix wire was advanced across the lesion followed by a deployment of a 2.5x12mm non bsc stent. A 2.5x8mm nc quantum apex balloon catheter was then advanced over the kinetix wire for post-dilation. The balloon was inflated 4 times ¿ 14atms/16sec, 24atms/35sec, 12atms/10sec, and 12atms/10sec. The kinetix wire was then attempted to be moved to a second lesion located in the proximal 2nd diagonal. This lesion was 40mm in length and 90% stenosed with pre timi-3 flow. While moving the kinetix from the distal lad to the 2nd diagonal, the guide wire 'bounced' off the near chronic total occlusion and became caught in a side branch. The physician attempted to remove the device and the wire tip detached. The proximal portion of the wire was removed and no attempt was made to remove the distal tip as the physician felt that there was more potential for harm to try and remove it. The procedure was continued with treatment of the mid lad which included deployment of a 3.0x18mm non bsc stent, jailing the detached kinetix guide wire tip in the side branch. There were no additional patient complications reported and the patient's status is fine.